Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) and reported that when the surgeon was operating at the surgeon side console (ssc) and moving arm 4 up and straight, arm 4 drifted slightly. The tse recommended reseating the sterile adapter and instrument on arm 4. The procedure was completing as planned with no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: the customer reported that the surgeon noticed that the arm seemed to be "sticking". After a reset, both the csr and maintenance confirmed that all was good.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected the system and found no faults. The fse test drove system with no faults noted. The reported universal surgical manipulator (usm) functioned normally and moved in-tune with the surgeon side console (ssc) inputs. The fse review details about the last 3 procedures and the site confirmed no issues with the reported usm with those surgeons. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse was not able to replicate the reported complaint. The fse's service visit did not reveal any issues related to the customer reported event. .